Event description:
It was reported that during implant the right atrial (ra) lead needed to be repositioned several times, as initial pacing threshold values could not be obtained. During repositioning the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times.